Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. End user was not exercising caution while operating the power wheelchair on a non-ada compliant ramp and without wearing the seat belt. Hoveround's owner's manual states, "information about the design of ramps appropriate for wheelchair access for your home are contained in guidance from the americans with disabilities act, which can be located at (B)(4) and warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," and, "always use the seat belt."

Event description:
End user states while he was operating the power wheelchair down a steep ramp he fell. End user was not wearing the seat belt.